Manufacturer narrative:
All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december -2018.

Event description:
It was reported to philips that the device does not turn on. The device was not in use on a patient.